Event description:
The patient¿s mother reported that the patient developed a skin infection at the pod insertion site on the leg. A lump with a whitehead was observed at the site, and pus was present when the pod was removed. The area was red, painful, and swollen. The patient's mother picked the patient up early from school due to symptoms. Symptoms at removal included swelling, redness, a whitehead, and pus. The patient was evaluated by a general practitioner the next day, who diagnosed a skin infection. Treatment included antibiotics (amoxicillin, 5 mg four times daily). The appointment lasted approximately 10 minutes. The pod was worn during the appointment but was removed afterward and was not retained for return. A new pod was successfully applied. The patient's mother reported the incident likely occurred on (B)(6) 2025 but was unable to recall exact date.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.